Event description:
During device evaluation, a philips field service engineer (fse) discovered that the etco2 was not working. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.